Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of a ''suture grasper'' broke off and fell into the patient's joint space. The fragment was retrieved from the body and procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received in a condition that can only be attributed to a user issue. The inserter needle portion of the distal end of the mechanism has been torn away from its welded area and appears torn and slightly distorted; the 'grasper' mechanism has been torn in half and is bent and distorted to about 45 degrees. The failure of this device is clearly a result of misuse. No further action is warranted.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.